Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that the pump alarmed no disposable. Per reporter, the cassette was removed and tapped on a firm surface, tubing massaged, green flow stop compressed, pump reattached but the alarm continued. Reporter stated troubleshooting was repeated but was unsuccessful. Per label, the total volume was 250 ml, continuous infusion rate of 2.6 ml/hour, with a total reservoir volume of 198 ml and given volume of 51.6 ml. The event occurred while in use with the patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.